Event description:
On (B)(6) 2013, the surgeon performed a right side si joint ifuse procedure on the patient placing three ifuse implants. Within a couple of days post-op, the patient complained of new pain that intensified and radiated on her upper thigh and in the groin area. The surgeon ordered a CT scan that showed that the implant may have possibly been in contact with soft tissue. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the implant that may have been breaching the foramen. He then added a new implant inferior to the existing construct.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pain is an implant breaching the neuroforamen.